Event description:
Clinical narrative: a 46-year-old male with an indication for use of acute myocardial infarction with cardiogenic shock, pre-support clinical state consistent with scai shock stage c, was supported with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 03:30 am. During impella support, hematuria characterized by tinged urine/foley output was observed, raising concern for hemolysis; no laboratory studies were drawn to confirm hemolysis. A position-related ¿placement signal low¿ alarm was reported during support. Imaging was available and used to assess pump position; however, good pump position was not confirmed during the suspected hemolysis episode. This complaint describes suspected hemolysis manifested by hematuria during impella cp support in the setting of a position-related alarm; no definitive laboratory confirmation was obtained, and patient and device outcomes were favorable with successful weaning and survival.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4. Mechanical interaction with blood / hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data logs. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
Update clinical narrative: a 46-year-old male with an indication for use of acute myocardial infarction with cardiogenic shock, pre-support clinical state consistent with scai shock stage c, was supported with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 03:30 am. During impella support, hematuria characterized by tinged urine/foley output was observed, raising concern for hemolysis; no laboratory studies were drawn to confirm hemolysis. A position-related ¿placement signal low¿ alarm was reported during support. Imaging was available and used to assess pump position; however, good pump position was not confirmed during the suspected hemolysis episode. This complaint describes suspected hemolysis manifested by hematuria during impella cp support in the setting of a position-related alarm; no definitive laboratory confirmation was obtained, and patient and device outcomes were favorable with successful weaning and survival. Additional information received on 4/15/2026 the hemolysis was confirmed and the device is not being returned. Device involvement cannot be fully assessed without product evaluation and device return. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated.

Manufacturer narrative:
H6. Added medical device problem code a150202 and removed a0709 device sensing problem.

Manufacturer narrative:
D4. Unique device identifier was updated, corrected accordingly. Correction. Follow up 3 report g3 date for the d4. Serial number correction should have reflected 5/15/2026. Even with this noted correction, the follow-up 2 report was timely submitted. Correction. Follow-up 3 type should have reflected correction for the device serial number and additional information for the investigation summary of the complaint. Therefore please note.